Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel and instrument channel: pseudomonas spp (1 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440 adaptascope, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphyloccoci (1 cfu/endoscope) the testing result cleared the (B)(6) guideline. This supplemental report is being submitted to provide additional information. In the evaluation of (B)(4) the following was confirmed; -bending section rubber adhesive wear -control cover scratched -switch wear omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.